Event description:
It was reported that a spectrum pump had an issue with the downstream occlusion sensor. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluate the device. The device was found out of specification in relation to the downstream occlusion sensor. Evaluation observed a constant downstream occlusion alarm while running a loaded set. The device event history log shows multiple downstream occlusion messages which is most likely what the reported symptom is referring to. The downstream sensor was replaced.